Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that farawave catheter was selected for use. It has been mentioned that the patient had pulseless electrical activity (pea) roughly 30 minutes after the procedure. Anesthesia gave medication and chest compressions were performed until normal activity resumed. Additionally, hypotension also occurred. The device is not expected to return as it was disposed.